Event description:
The patient's spouse reported that the patient was still having seizures after implant and that the patient's heart rate was higher than what the spouse believed to be normal. It was reported that the higher heart rate was making the patient sick and physically ill. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076-45 implantable pacing lead, (B)(6) 2012. (B)(4).